Event description:
After 30 months of service life the pump was returned for analysis because it was not infusing. Before MRI, dr. Stopped the pump. After MRI, he switched the pump on. The pt was spastic again in 24 hours. Dr. Increased the dosage to reduce the spasticity without effect. At refill. He emptied and refilled the pump with difficulty and reported the pump was not infusing. The pump was explanted and replaced and returned to the MFR for analysis. During the surgery, the hcp reported the catheter to be okay.